Event description:
The customer reported that she "had resistance filling the pod with insulin." Despite this, she proceeded to place the device. Within two hours, the pod initiated an alarm and her bg levels had risen to 405mg/dl. The pod will not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned so no evaluation is possible. The customer experienced resistance when trying to fill the pod with insulin, which indicates a probable problem with the retainer that allowed a component to move, resulting in internal damage to the device. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt when filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized (though no "crackling" noise was noted in this report). The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." Despite this, the user proceeded to apply the pod and experienced elevated bg levels within two hours of activation.